Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 14 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On july 21, 2025, the user reported discrepancies between continuous glucose monitor (cgm) readings and blood glucose meter measurements. Following escalation review, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. The returned sensor underwent visual inspection, which showed no anomalies. In-house testing identified optical instability. Review of in-vivo sensor data available in the data management system showed signals fell below the threshold. The optical instability was attributable to delamination of internal components of sensor, as confirmed through visual inspection of the sensor under microscope. A replacement sensor was provided to the user as part of the resolution.